Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the pump battery was depleting quickly. There was no reported adverse impact to customer¿s blood glucose levels. Customer declined to provide any additional information.